Event description:
A surgeon reported that a scratch on an implanted intraocular lens (iol) was interfering with the patient's vision and causing her to see double. The iol was exchanged for the same model lens of the dame power. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 22 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).